Manufacturer narrative:
Focus medical investigated the reported event by contacting the user facility to obtain; patient treatment settings, patient information and patient photos, which were provided. An examination of the subject device by a trained technical expert concluded that the subject device was delivering hot spots during treatment and determined that the laser deck was faulty. Following replacement of the laser deck and controller along with verifying all system functions including calibration and preventative maintenance, the subject device met all manufacture specifications. A medical professional reviewed the reported event details, patient photographs, and patient treatment settings concluding that the skin appeared ablated in the patient photo over the areas treated. Dense frosting observed in other areas of endpoint. Additionally, the medical professional noted that the treatment settings used were aggressive and an irregular treatment pattern was observed. It was further reported that the patient was treated with hydrogel cream. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: august 15, 2017.

Event description:
A user facility reported that one (1) male patient sustained burns on the forehead area following tattoo removal treatment with a focus medical piqo4 laser, zoom handpiece. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.